Manufacturer narrative:
The pump is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information or if the batteries come back and we're able to investigate, then a supplemental report will be submitted.

Event description:
The event occurred on an unknown date involving a plum 360 (v 15.x) where the customer reported corroding leaking batteries. The possible lot numbers are 230411v23, 230321v23, 230424v23, 230412v21, 230413v21, and 230414v23.there is no issue with the pumps just the batteries. There was no patient involvement, no patient harm and there was a delay in therapy. This is the first of 9.